Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that before an unspecified surgery, it was noticed that the mdu's motor was making a sound like it is wearing down and it was warm to the touch when running. The procedure was performed without any delay, using an equivalent s+n backup. No damaged or further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of the device and no physical damage was observed. A functional evaluation revealed the device worked as intended and no issues were found. It is noted the returned device did not get warm during the functional evaluation and did not make an unusual sound. No issues were found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include a blade stall condition that will result in increased current draw from the control unit which will produce some noise and also heat the motor and handpiece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.